Manufacturer narrative:
E1. Zip code continued: (B)(6). E1. Phone number continued: (B)(6). Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿¿ rupture: observed multiple openings through microscopic inspection 1 opening assessed as fold flaw opening and 2 openings assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. ¿capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion and non-penetrating are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture" baker grade unknown and "rupture". Later healthcare professional reported "capsular contracture baker grade IV". This record is for right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture" baker grade unknown and "rupture". This record is for right side. Device was explanted and replaced. Device is available for return.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV".